Manufacturer narrative:
Na

Event description:
It was reported that the ventilator was in use by the hosp staff rt while stabilizing the pt for transfer to a rehab facility. Upon arrival at the rehab facility, the medical staff found the pt had low oxygen sat%. The pt was switched to another ventilator and had immediately improved.